Manufacturer narrative:
Investigation: based on retained samples evaluation, the defect cannot be confirmed. No leak was found. Leak through the phaseal membrane. No samples or pictures are available. Two retained samples were evaluated: visual inspection shows no defects. Leakage test was performed according to (B)(4) and no leak was found. Inspections and tests. The tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Leakage test is performed in all lots manufactured according to (B)(4). (Current version). Conclusion: no leak was confirmed in the retained samples. No qn's or other events were found in DHR (assembly lot#7272334). Leak tests results were acceptable. It is not possible to established the root cause. Based on the low severity and frequency of the defect (according to (B)(4)), it was determined that no CAPA is required.

Event description:
It was reported that while demonstrating and teaching how to use a bd phaseal¿ injector luer lock n35, the device leaked. No hazardous drugs were used and there was no report of serious injury or medical interventions.